Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney, that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2009, and mesh was implanted, respectively. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that on (B)(6) 2007, mesh was implanted due to stress urinary incontinence. It was also reported that on (B)(6) 2009, mesh was implanted along with concurrent bilateral salpingo-oophorectomy due to pelvic abdominal mass and stress urinary incontinence. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.